Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
The procedure was to treat a restenosed lesion with moderate tortuosity and heavy calcification in the right coronary artery (rca). Pre-dilatation was performed successfully. The 3.25 x 33 mm xience alpine stent delivery system (sds) was advanced into the vessel, but after multiple attempts the sds could not cross the restenosed lesion. When the sds was being pulled back resistance was noted and the stent dislodged in healthy tissue. The dislodged stent was compressed against the vessel with another xience alpine. Another 3.25 x 33 mm xience alpine was used to complete the procedure successfully. The patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported failure to advance, stent dislodgement and difficult to remove appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.